Manufacturer narrative:
A multicenter post market clinical follow-up retrospective study is being performed at specific time points post-implantation to evaluate the safety and performance of the hyprocure implant. The pmcf studies were not requested by FDA. The manufacturer was not made aware of these issues prior to the report study and no complaints have been made. The device instructions for use includes a warning - it is very important to select the correct size of the implant to achieve the best possible correction.

Event description:
My implant was removed to put in a bigger size for better correction. Slight pain. Due to pandemic, I have not been able to follow up with my doctor since I am a higher risk.